Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v571555, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v539902, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4)

Event description:
A health care provider (hcp) reported via a manufacturing representative that a short circuit was measured on electrodes 1 and 3. Impedance of 8 ohms was measured. The implantable neurostimulator (ins) was programmed with c+, 1- with a 6 ma current. The current fluctuated without programming changes and the ins battery life seemed to be draining quickly. The issue was identified since it was time to replace the ins. The right ins with the short was going to be replaced. A longevity calculation for the left ins was done and the ins was estimated to reach elective replacement indicator (eri) in 19 months. The patient's indication for use is parkinson's dual.